Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During an im nailing procedure, the hip fracture nail would not assemble with the jig. Another of the same size nail was opened and fit correctly and was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Visual review of the returned device shows some staining which was likely a result of the decontamination process. Furthermore, there does not appear to be damage to the nail. A dimensional analysis was completed on the proximal end of the nail that connects with the jig. One (1) of the slots was nonconforming as it was to small. The opening that connects to the jig was also undersized. The dimensional analysis confirmed the complaint. The device is considered to be nonconforming as dimensions were out of spec with no visible damage that would have caused the nonconformities. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was determined to be a manufacturing issue. Corrective and preventive actions have been initiated as a result of the nonconformance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.